Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue, and was advised to continue using the pump while monitoring for any recurrence of the malfunction.